Event description:
The clinician reports that the day the implant was placed in ada 6, failure occurred upon insertion. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and hypersensitivity. No further patient complications were reported.